Event description:
Customer reported situations where "cannula either slipped out or was occluded" which resulted in him going into dka (bg reached 800+ mg/dl). He stated he did not hear the alarm. Customer stated this occurred "about 3 years ago" and he did not remember details and product was discarded.

Manufacturer narrative:
The pod was discarded and therefore unavailable for evaluation. No product malfunction or defect can be confirmed to have caused or contributed to the patient's condition. A dislodged cannula may impede insulin delivery and lead to hyperglycemia, however, a lab evaluation cannot confirm if this occurred. The omnipod's user guide warns, "...if you experience unexpected elevated blood glucose levels, change your pod." The user guide advises "the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4 to 6 times a day." It instructs that users treat dka as follows: after beginning treatment for high bg, check for ketones. If ketones are present, and are feeling ill then contact an hcp for guidance. If ketones are trace or negative then continue treating for high bg. If ketones are positive, but are not feeling ill then replace the pod using a new vial of insulin. Check bgs again in 2 hours, if they have not decreased then contact a hcp immediately for guidance. The omnipod's user guide warns, "if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death." The user guide warns to "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." Product lot qualification records could not be reviewed since no lot number was provided.